Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the old device and lead, that were implanted in 2012, were removed due to infection. It was noted that the date of removal was unknown. Additional information received reported the health care provider's office was aware that the patient had an infection and the devices were removed, but their office was not involved in it. It was noted there was nothing wrong with the devices or therapy, just the infection resulted in the explant. Additional information received reported that regarding removal of the device for infection, that occurred over a year prior to report and the manufacturer representative(rep) was not involved with the patient at that time. It was noted the patient had a percutaneous system, he had a lot of co-morbidities at the time which they felt led to the infections and the system explant. It was noted the rep did not know if the device was returned to medtronic.